Event description:
Customer reports to have moisture under display screen due to dropping insulin pump in the bathroom. Customer's blood glucose was 133 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. Unit was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. No moisture damage was found on electronic or motor assemblies per visual inspection. The device was received with slightly loose drive support disk. The device had cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, minor scratches on display window, and missing end cap sticker.